Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke during use; the outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The returned reciproc file r25 8/100 25mm 025 is broken at the tip of the active part (uncertain conditions). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1455265, #1455285, #1455286, #1456620, #1455266, #1456160 and #1455267. Root causes are not identified. We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.